Event description:
The customer contact reported that during testing at the user facility, it was noted that the device distal pressure sensor pin was broken. Prior to testing, the device had been returned to the biomedical department for, device does not recognize cassette. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device distal pressure sensor pin was broken. The customers report of does not recognize cassette was due to the fluid shield. The device has been identified as part of a product recalls. This report represents all the information known by the reporter upon query by hospira personnel.